Event description:
I have owned a pair of lexie b2 hearing aids for a year. They constantly screech, especially when I am talking. People hear the screech. I have asked lexie to fix them and they sent a replacement wire but the problem persists. In addition, my inner ear started to itch when using the hearing aids this thanksgiving which is an adverse event. Furthermore, another adverse event occurred when one of the tips became stuck in my ear canal for a brief moment, although I was able to remove it. These hearing aids omit a loud screeching noise and now have started to cause damage to my ear canal and are essentially unwearable.